Event description:
In 2002, the user facility's radiologist informed the distributor's sales rep of the following: physician reported that device was found to be leaking at base during implantation procedure. Physician removed device and replaced with a second device (same catalog #), this device did not reveal leaks.